Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the stem at the bone to implant interface. Doi: (B)(6) 2021, dor: (B)(6) 2021, affected side: left hip.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. A single patient x-ray image was provided for review. Stem loosening could not be concluded from a singular image. It is also noted the device was only in-situ for 15 days. Osteointegration in this short period of time had likely not yet occurred. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the material, manufacturing, inspection or sterile processing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records received and were reviewed: primary operative notes (B)(6) 2021 indicate the patient received a left total hip replacement due to end stage osteoarthritis. During trial reduction, with trial stem in place, a small crack of the calcar was noted. Treatment included 1 intra-op cerclage wire. Final femoral stem was implanted without issue. ER notes (B)(6) 2021 indicate the patient presented with pain, swelling and difficulty ambulating. The patient¿s hip had dislocated, and the femoral stem appeared to have rotated within the canal from its original post-op xray.